Event description:
It was reported that the patient underwent an initial tha of an unknown side approximately 3 years and one month ago. Subsequently, the patient reported that they walk with a limp, have a torn hip muscle and may have nerve damage in a tendon. No medical or surgical intervention was reported. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 01-030-01-0552 - alt cup clstr g5 sz 52 (B)(6). 01-030-42-0536 - alt xle lnr extcov g5 36 (B)(6). 160-00-15 - pf stem tapered plasma sz 15 (B)(6). 170-36-93 - biolox delta femoral head 36mm od, -3.5mm (B)(6). 180-65-25 - alteon 6.5mm screw, 25mm (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.